Event description:
It was reported that during procedure to treat the obtuse marginal and distal left circumflex (lcx) with moderate tortuosity and mild calcification. The balance middleweight (bmw) elite ii guide wire was placed in the distal lcx. Pre-dilatation was performed and a non-abbott intra-vascular ultra sound (ivus) catheter was advanced on the guide wire. After several balloon dilatations were performed, the same ivus catheter was advanced toward the distal end of the lcx. To record the image, the ivus catheter was retracted proximally and the bmw elite ii guide wire was also moved proximally. However, both devices seemed stuck together. The devices were removed as a unit. During the removal, the tip of bmw elite ii guide wire met resistance with the rotating hemostatic valve (rhv). The rhv was disengaged from the guiding catheter and bmw elite ii guide wire was retracted. The procedure was completed with a new device system. The physician commented that the structure of the ivus catheter has the guide wire exposed at the guide wire lumen (tip and proximal side) and that it is possible that during the retraction of the ivus catheter, that the guide wire bowed and resistance was created between these devices. The guide wire lumen of the ivus catheter was torn and the bmw elite ii had a kink/bend at the tip and the physician thought that it was at this point where the resistance occurred between the two devices. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough hc; guide cath: launcher; other: navi focus ivus. Evaluation summary: the device was returned for analysis. The kink and resistance with the ivus were able to be confirmed however the resistance with the rhv was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.